Manufacturer narrative:
Device received with intermittent button response during testing due to broken traces on keypad assembly. Unable to perform displacement test due to intermittent button response. Device also received with cracked case(battery tube) and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had buttons were sticky and need to press them hard to respond. Motor made grinding sound. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.